Event description:
Implant fell on the floor prior to implant placement. Implant was not used however also no new implant was placed. So patient may have needed additional surgical intervention to have implant treatment

Manufacturer narrative:
Implant fell on the floor prior to implant placement. Implant was not used however also no new implant was placed during the same session. So patient may have needed additional surgical intervention to have implant treatment user error.